Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During a breast biopsy procedure, the wire on the intact wand broke and detached from the tip. Imaging of the biopsy area after the procedure showed radiopaque filamentous particles believed to be small pieces of the wire. The surgeon extracted the particles and no additional interventions were needed. There was no adverse effect to the patient reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.